Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the implant of an afx bifurcated stent graft and an afx suprarenal aortic extension. Approximately two (2) years from the post initial procedure, the patient underwent a secondary procedure to treat an endoleak (indeterminate origin) by implanting an afx vela infrarenal (MFR report # 2031527-2014-00393). Approximately six (6) years from the post initial procedure, the patient underwent a third procedure to treat a type 2 endoleak (non¿device-related failure) where two (2) afx vela suprarenals were implanted. Now approximately nine (9) years post initial procedure, it was reported that an endoleak type 1b was identified. A re-intervention was done where the physician elected to treat the patient by implanting an ovation ix extender. The final patient status was reported as doing well.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured, and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because the device remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type ib endoleak in the right common iliac artery is unconfirmed. The additional endovascular procedure is confirmed. This is moderately consistent with the reported adverse event/incident. Device, user, or anatomy relatedness of this adverse event/incident could not be determined. The procedure related harms identified were acute kidney injury/renal insufficiency. The index procedure was off label due to the concomitant product use of a non-endologix stent in left common iliac artery. This did not appear to contribute to the reported adverse event/incident. The final patient status was reported to be doing well. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata.